Manufacturer narrative:
(B)(4). Wrong orientation idler gear, damaged release button. The analysis results showed that one device was returned with the shrouds opened without a reload present. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was between 2 and 3; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components and the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the first three firing cycles were completed without any problems and nothing unusual was noticed. For the jejunojejunostomy the doctor positioned the stapler and during the first firing stroke a loud crack was heard. The doctor knew right away that something was wrong but continued the firing cycle. A lot of resistance was felt during the second and third firing stroke. Afterwards the knife blade did not return to the home position. The doctor used the manual release button to return the knife blade to the home position and afterwards he was able to open the stapler. Another device was used to complete the procedure. No patient consequence reported.